Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger. Product ID 37754, serial# (B)(4), implanted: (B)(6) 2013, product type: recharger. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 37761, serial# (B)(4), product type: recharger. (B)(4). Analysis of the 37761 desktop charger s/n #:(B)(4) found a bent connector pin.

Event description:
Information was received from a patient regarding their implantable neurostimulator for chronic low back pain and spinal pain. It was reported that the recharger (insr) was not charging. The connector pin broke 2 weeks prior to the call and since then the patient couldn't recharge. It was further reported that the patient did not have stimulation sensation. It had stopped the day prior to the report. The battery was completely dead. The patient received a new cord for her charger but this did not resolve the issue. The patient was still unable to charge. Additional information received from the manufacturer representative (rep) reported that the patient received a replacement recharger and was then able to charge effectively. The insr was returned for analysis and the device tested to specification. The desktop charger was also returned and a bent connector pin was found during analysis.